Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had no capture at maximum outputs and an impedance measurement of greater than 9000 ohms. The lead was partially removed. No patient complications were reported as a result of this event.